Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in united kingdom: "IV was found to be leaking. On investigation catheter had become unattached from devise and stayed in patient requiring CT and removal. The outcome of this is that the retained fragment of the catheter was surgically removed and there was no further harm to the patient.".

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). We received one picture of a used introcan safety 3 pur 22g 0.9x25mm-EU. Malfunction of leaking was unable to identify based on the picture provided. Unable to review the device history record as this complaint consists of an unknown batch number. The process flow and internal holdback quality records were reviewed, no deviation has been reported. As communicated in IFU: precautions & warnings section stated that: · never reinsert the needle inside the catheter once the needle has been partially or completely withdrawn as it may pierce and/or sever the catheter. · extreme care should be taken not to damage, pierce, cut or sever the catheter. Therefore, do not bend the catheter and/or needle during insertion, advancement, or removal of needle. The event was caused by a use error. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.